Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, the dilator of a flexor raabe guiding sheath was found to be split upon flushing the device. The package was not damaged and the device was stored "as requirement". The device was not used, and another device was used to complete the procedure. There was no impact to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, prior to patient contact, the dilator of a flexor raabe guiding sheath was found to be split upon flushing the device. The package was not damaged, and the device was stored "as requirement". The device was not used, and another device was used to complete the procedure. There was no impact to the patient. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. From the analysis of the device, a split tip was confirmed on the dilator. No additional damage was noted. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. From the information provided upon review of the dmr, DHR, dhf, IFU, and analysis of the returned device, cook concluded that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. The product IFU instructs the user to inspect the product upon removal from the package to ensure no damage has occurred. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure without manufacturing or design deficiency contributed to the failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.